Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the pain pump has not given the patient complete relief since the pump was put in/implanted. It was noted that the first 16 or 18 months was not in my spine, so the medication was just collecting in a pool. It was noted that the patient has not had a very good experience with it at all or how the healthcare professional placed it. It was noted the pump has not given the patient the relief that I was lead to believe. It was noted that in the first 16-18 months the it was not placed in spine, so it was just collecting medication under my skin in a pocket. The patient had to go to other healthcare professionals to figure it out. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) - trouble locating septum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.